Event description:
It was reported that hte pt was admitted for left carotid stenting. During the post dilatation, the pt had bradycardia down to asystole, which was only for 2-3 seconds, while he immediately regained his heart rate. He was taken to recovery in stable condition. His hospital course was complicated by multiple runs of non-sustained ventricular tachycardia. He was evaluated by electrophysiologist which recommended increasing his beta blocker. This appeared to improve his symptoms. He was discharged 3 days later to be followed as an outpatient.